Event description:
It was reported that during the procedure, access was obtained and an 8fr sheath was placed for guidewire access; however, when attempting to advance the versacross dilator and faradrive sheath over the guidewire, the system became stuck upon entering the groin, and the dilator tip was deformed due to patient anatomy, leading to replacement of the dilator with a new versacross connect kit. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed.